Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The procedure was successfully completed after the 2.5x38 mm xience alpine stent was implanted and stenosis was 0%. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Evaluation summary: (B)(4) the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to position and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal to mid right coronary artery with moderate tortuosity, moderate calcification and 75% stenosis. After pre-dilatation was performed with an 2.0x30 mm unspecified balloon dilatation catheter, a 2.5x38 mm xience alpine rx stent delivery system (sds) was advanced to the target lesion but could not cross the lesion due to the patient anatomy. When the sds was pushed toward the lesion applying force, it cause the non-abbott guide catheter to move back even after the guide catheter was engaged deeply. When the sds and the guide catheter were pushed together with force, the tip of the guide catheter came in contact with the proximal edge of the xience alpine stent causing the stent to become bunched and shortened. As the stent deformation was confirmed under angiography, the sds was attempted to be removed; however, the bunched stent could not be retracted into the guide catheter. To remove the sds and the guide catheter together as a single unit without being stuck at the sheath, the hub of the sds was cut and only the guide catheter was removed once to make a cut in the tip. The guide catheter was re-advanced and the sds was retracted into the guide catheter and the two devices were retracted together into the sheath and removed from the patient anatomy without issue. A new same size xience alpine sds was advanced to the target lesion along with a non-abbott guide catheter without any issue.